Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of event was unknown. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with cefazolin (1g per day for 14 days, route was not reported) for the event. At the time of this report, the patient was recovered from this event. Pd therapy was ongoing. No additional information is available.